Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to pelvic pain.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat genuine stress incontinence and menometrorrhagia. The outcomes attributed to the device were pain, erosion, infection, recurrence, bleeding, dyspareunia, urinary problems, and bowel problems. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy with endometrial ablation.